Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: corrected information in h6 (investigation findings, conclusions & component code). H3, h6: the reported device was received for evaluation. A visual evaluation showed that seven devices were received together in a single package without individual lot identification. All seven tube ferrules have been pushed back into the handle bodies allowing the insertion tubes to move around freely. Five devices were returned without sutures or anchors. The cleats are fully extended. One device was returned with a black/white suture wrapped to the device. The suture has no defect. The cleat is fully extended. One device was returned with a blue/white suture partially run through the cannula and attached to the cleat, which has been disconnected from the device. The suture has a partial frayed end from probable engagement with a sharp device. A functional evaluation showed that four device drivers can no longer be used to advance the anchor as the spool cleat is fully extended from the body of the handle and the ratchet is locked. Two device drivers can no longer be used to advance the anchor. The ratchet will not lock and can fully extend the cleat down and back up without moving the anchor. One device no functional testing can be conducted since there is damage hindering the inspection/evaluation. A material assessment found that based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force (sharp grasper/instrument). Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The root cause was associated with an unintended use of the device. Factors that could have contributed to the reported event include:1) bent shaft. 2) excessive force. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10 b5: updated.

Event description:
It was reported that during a biceps tenodesis on the shoulder, the q-fix device's suture fell of the anchor after it was deployed. The q-fix device¿s suture ball was left in the patient. The procedure was completed without surgical delay using a smith and nephew back up device in an additional drilled bone hole. No further complications were reported. It was stated that four (4) q-fix devices failed in the same way. It is unknown how many events/patients were involved with these devices. No further information available.

Manufacturer narrative:
H2: corrected information in h6 (health effect - clinical code).

Event description:
It was reported that during a biceps tenodesis on the shoulder, the q-fix device's suture fell of the anchor after it was deployed. The suture ball was left in the patient. The procedure was completed without surgical delay using a smith and nephew back up device in an additional drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).